Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose level was above 400 mg/dl at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip. Customer was alleging possible pump under delivery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.